Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4) for a patient with a known anti-kell.

Manufacturer narrative:
An immucor technical support specialist reviewed the result files. Cell 1 visually appeared positive. All other cells appeared negative. Controls performed as expected. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.